Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 09jan2021 and investigated on 19feb2021. A visual inspection of the device was conducted. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire and jaws. The silicone insulation on the cold jaw was observed to have peeled at the tip, but remaining attached. The heater wire was observed to be intact, no visual defects were observed on the heater wire. Based on the condition of the device as found, the reported complaint was confirmed for the failure "peeled; jaw". A lot history record review was completed for lots 25154770, 25154697, and 25154476, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 grey silicone separating from jaws a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 grey silicone separating from jaws a replacement device was used to complete the procedure. The hospital did not report any patient effects.